Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issues most likely was use related since the impella pulled back accidentally post procedure and they were unable to advance back across aortic valve. E.1 added fax number and us phone number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26497. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26497 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that the device was pulled back accidentally post impella placement and unable to advance back across aortic valve. The device was removed and an impella cp was inserted instead. The patient outcome was noted to be stable.